Event description:
It was reported that a syringe 0.5ml 31g 6mm s/c u-100 relion separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated inside of the shield and the shield is difficult to remove. Verbatim: consumer reported needle hub separated inside of the shield. Consumer also reported that the shield is difficult to remove. Lot #: 9301561 catalog #: 328520 date of event: unknown samples: available - sending mail kit"

Manufacturer narrative:
H.6. Investigation: customer returned a single syringe with reli-on pouch, indicating that it is a 0.5ml 31 gauge 6mm syringe from lot 9301561. While the syringe is returned intact, significant resistance was encountered when attempting to remove the needle shield from the hub, eventually resulting in the hub disconnecting from the barrel. There is no damage to the connector at the distal tip of the barrel or the base of the needle hub. No signs of use. No other defects found. Hub separation confirmed. A review of the device history record was completed for batch# 9301561. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200854420] noted for out of spec shield pulls. Root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10.

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that a syringe 0.5ml 31g 6mm s/c u-100 relion separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated inside of the shield and the shield is difficult to remove. Verbatim: consumer reported needle hub separated inside of the shield. Consumer also reported that the shield is difficult to remove. Lot #: 9301561, catalog #: 328520, date of event: unknown, samples: available :sending mail kit".